Manufacturer narrative:
Our investigation into the complaint made against a (B)(4) device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection was carried out and no problems were found. The reported complaint of device failing to alarm was confirmed and further technical evaluation revealed that device had a defective pump causing the reported failure. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.

Event description:
It was reported that unit failed blockage/full test. Failed to alarm.